Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. According to the provided document, the pre refraction for the right eye (od) was sphere: +1.75d, cylinder -0.5 d, axis 98, the pre refraction for the left eye (os) was +1.00d, cylinder 0.00 d, axis 90. A review of the treatment report shows od was treated with refraction sphere: +1.5d, cylinder -0.5 d, axis 98, os was treated with refraction sphere: +2.75d, cylinder 0.00 d, axis 0, it means that the patient's od was treated for distance and the os was treated for near. According the provided document it could not be determined which eye should be the dominate eye and respectively which eye is adequate for distance from a clinical point of view, so the root cause for the reverse treatment could not be determined. No technical root cause was identified. The possible root cause could be a communication issue between the patient and the surgeon. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient's right eye was treated for distance and left for near but was supposed to be right eye for near and left eye for distance. The patient noted having adaptation issues with treatment and noted reminding the surgeon that the right eye was supposed to be for near the day of treatment. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.